Manufacturer narrative:
An evaluation of the scd express compression system was performed for the reported condition of, ¿no reported condition¿. Upon inspection, the control board failed temp sense. On and the control board was too hot after testing and had to be replaced. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned with no complaint listed. Upon triage a thermal issue with the control board was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.